Manufacturer narrative:
Hill-rom requested the slingbar from the account to perform additional investigation, but at the time of this report it has not been returned. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the slingbar. Tests performed on the slingbar have shown that when load is applied to both of the slingbar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom shipped a new slingbar to the account to resolve the issue. No further information is available at this time. If any additional relevant information is identified following completion of the investigation of the slingbar, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating one of the slingbar hooks broke. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The slingbar was returned to the manufacurer for evaluation. Visual inspection shows the composite hook on one end is broken. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the slingbar. Tests performed on universal slingbars have shown that when load is applied to both of the slingbar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. If load is applied to one composite hook as per non-intended use, >340 kg will break the hook. If the load is applied to one composite hook as per non-intended use, with sling loops on the edge of the hook not fully secured, the composite hook can break with a load of 121 kg. In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom shipped a new slingbar to the account to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating one of the slingbar hooks broke. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).